Event description:
Device was no longer functioning. Portion of the device that holds the distraction arm sheared off from the device. Partially removed on (B)(6) 2012. Pt health was not compromised.

Manufacturer narrative:
This has also been reported by (B)(6). Please reference uf/importer report: (B)(4).